Event description:
It was reported that the system controller stopped. There was a yellow key before it stopped. The system controller was exchanged. The patient was confirmed to have a left ventricular assist device (lvad). It was noted the patient was at home during a visit from the community nurse that the system controller failed and there was a complete failure with the pump shutting down resulting in the patient fainting. The nurse performed a brief cardiac massage and the husband replaced the defective system controller with the backup. The patient regained consciousness and was treated by emergency services then repatriated to the hospital the same day to assess the consequences of this incident. The patient was monitored for 24 hours and then returned home with a cardiac assistance follow up 10 days after the incident. The system controller would be returned. There were no log files available. There was no adverse patient impact. Exchanging the system controller resolved the issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller stopping and having a yellow wrench alarm was confirmed via the submitted log file. A review of the downloaded controller event log file spanned approximately 1.5 hours ((B)(6) 2025 from 10:04:21 ¿ 11:31:49 and (B)(6) 2025 per time stamp). From the beginning of the log file while connected to batteries, the controller internal fault alarm was active due to an lcd_com fault. The onset of the alarm was not seen, and it lasted until there was an abrupt stop at (B)(6) 2025 at 11:31:49. There was no shutdown initiated or driveline disconnected prior to the stop. Throughout the entire log file, the controller temperature was ~70 °c which is higher than expected. There were no other notable alarms active in the log file. The returned system controller, serial: (B)(6), was functionally tested. During testing, the controller display went blank along with a replace system controller alarm and losing communication with the monitor. The controller was opened and internally inspected and the bluetooth chip from the user interface was detached and touching the main pcba and liquid crytal display (lcd) pcba. Replacing the lcd pcba did not resolve the replace system controller alarm, and the lcd bitmap could not be reloaded. When the controller was connected to the mock loop, the controller was able to support pump function; however, it was observed that mosfet q29 in the controller main pcba was becoming hot. No further testing was performed. The root cause for the reported event was due to the detached component shorting multiple components on the main pcba and lcd pcba; however, a root cause for the component detaching was not conclusively determined. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. No further information was provided. The manufacturer is closing the file on this event.